Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. After advancing a 6fr non-bsc guide catheter to the left main (lm) artery, check shoot was performed which revealed a long, de novo target lesion located in the moderately tortuous and mildly calcified proximal to mid left anterior descending (lad) artery. Following pre-dilatation with 1.5 and 2.0x9mm balloon catheters, a 2.75x32mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion despite several attempts and the proximal stent struts became flared up during manipulation. The device was removed and the lesion was treated with smaller stents. Final angiography was performed which showed excellent outcome and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts lifted and bent in the first proximal row of stent struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found no signs of damage to the hypotube. A visual and tactile examination found a kink 20mm proximal to the guidewire exchange port. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. After advancing a 6fr non-bsc guide catheter to the left main (lm) artery, check shoot was performed which revealed a long, de novo target lesion located in the moderately tortuous and mildly calcified proximal to mid left anterior descending (lad) artery. Following pre-dilatation with 1.5 and 2.0x9mm balloon catheters, a 2.75x32mm promus element drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion despite several attempts and the proximal stent struts became flared up during manipulation. The device was removed and the lesion was treated with smaller stents. Final angiography was performed which showed excellent outcome and the procedure was completed. No patient complications were reported and the patient's status was stable.